Manufacturer narrative:
Intermittent button response due to moisture damage on keypad traces. No moisture damage on electronics noted. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip.

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated, the buttons were unresponsive on the insulin pump. Customer's blood glucose was 133 mg/dl. The customer could not recall any significant events leading to the keypad issues. Customer reported possible moisture exposure from sweat to the insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.